Event description:
It was reported that during a follow up in clinic, loss of capture and oversensing were noted on the right atrial (ra) lead and oversensing resulting in inappropriate therapy was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgment of the ra lead and the rv lead were observed. The physician suspected the disldogment was due to patient ambulation. The ra lead and the rv lead were explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, and unspecified oversensing. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of loss of capture and unspecified oversensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.